Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the operating room (or) team experienced a recoverable fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system error logs and found several instances of error 32098 pointing to universal surgical manipulator (usm) 4. Tse instructed the customer to power-cycle the system and perform an emergency power off (epo) on the patient side cart (psc). After doing so, the error returned after rebooting. Tse informed the customer that usm4 would need to be disabled. The or team continued with the procedure using 3 arms. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 4 in accordance with isi procedures and the issue was resolved. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system, and it failed normal mode as it triggered a 32098 error. When the arm was tested on patient side cart (psc) fixture test platform, the arm failed the direction test with an error of 32098. Remote fe recorded an error 32098. When the insertion stator was disconnected, the usm passed yaw and pitch direction tests, and error 32098 went away.